Manufacturer narrative:
Device evaluated by MFR: the isleeve was received bloody with the dilator inside of the sheath. The sheath and tip were microscopically examined. The tip is damaged. There is partial expansion on 2 of the 3 seams as expected with device usage. The sheath material was split/torn on the seam starting 21cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was inserted. An acurate bioprosthesis was implanted. During withdrawal of the isleeve, the physician noted the ease of removal was poor. A longitudinal seam tear was noted. No patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device.